Manufacturer narrative:
There was a relationship between the returned device and the reported incident. Visual inspection of the returned flow valve assembly found that the during the routine inspection there were no visual discrepancies with the device. Although during the functional testing it was found that the unit was non functional, the unit was opened and it was discovered that the harness for the solenoid valve was loose and that the led cable was loose inside as well. The returned device was tested using a known good compatible controller and wand; which was found that the unit was non functional, the unit was opened and it was discovered that the harness for the solenoid valve was loose and that the led cable was loose inside as well. The cables were reset and the unit was tested again and was found the perform as intended. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors, which can lead to intermittent failure include: normal wear and tear, causing damage as a result of consistent use over time such as moving the flow valve from station to station or during transportation from the storage location to the case could have caused the harness to become loose and causing an intermittent failure of the unit. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsil and adenoidectomy the flow was intermittent. The procedure was completed with a competitor device. No patient injuries nor delays were reported.